Manufacturer narrative:
The intraocular lens was not implanted. Device returned to manufacturer? Yes. The product was returned as a non-complaint and was therefore scrapped. After the product was scrapped, additional information was received which qualified the event as a complaint. The device is not available for investigation. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was debris on the intraocular lens (iol). The iol did not touch the patient's eye. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was reported as crapped. The alleged debris was not returned, therefore product testing was not possible. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.